Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: " -before transnasal insertion, apply the appropriate pretreatment and lubrication to the patient to enlarge the nasal cavity. Otherwise, patient injury can result, or the endoscope could become lodged and be difficult to withdraw. When applying a pretreatment agent through a tube, insert the tube into the same path as the path planned for the endoscope¿s insertion. Otherwise, the treatment will have no effect. -the effects of the pretreatment agent and lubricant will decrease as the procedure lasts longer. Apply the pretreatment agent or lubricant as required during the procedure ¿ for example, when withdrawal seems to be difficult. -if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of camera head or tip getting stuck when articulating was not confirmed. The allegation of insufficient angulation was not confirmed. The angulation was within standards. In addition, the bending section was not loose and did not have dents. Visual inspection of the distal end and bending section of the insertion portion appeared normal as there were no damages, no sharp protrusions or edges. The insertion tube did not have any kinks or bends. No abnormalities were discovered when inspecting the handle or a-lever. The bending section and angle lever moved smoothly without uneven rotation, squeaking, roughness, play, noise, or unusual motion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A physician reported to olympus, the rhino-laryngo fiberscope could not angulate sufficiently, and the camera head or tip was getting stuck when articulating. The event occurred during a diagnostic nasal and laryngeal endoscopy. The procedure was only prolonged by a few additional seconds. The event although intermittent, is occurring with more frequency. At times, either flexing or extending the scope tip using the thumb toggle, the tip will stick in a fully flexed or extended position. The physician believes the issue is related to the distal aspect of the scope/tip or the operating thumb toggle. When the scope is passed through a patient's nose, flex the tip to move down past the nasopharynx and visualized the glottis, the malfunction occurs at this portion of the exam. The physician is forced to retract the flexible scope back through the nasopharynx and nasal passage with the inability to straight the tip which resulted in discomfort for the patient. There was no patient harm or injury associated with this event.